Event description:
(B) (6) patient with tracheostomy is cared for at home by the patient's mother. Mother had been instructed to suction trachea with an 8 french catheter by inserting the catheter to a pre-determined mark on the catheter based on the size of the patient's trach. A couple of months ago the mother noted that the 5 cm mark was closer to an actual length of 6 cms. The mom did not inform the home health agency that supplies the catheters to her, but she did develop her own work around whereby she posted the exact length to go down the trachea for suctioning and measured each catheter before suctioning since the markings were different from catheter to catheter. This improper marking of the catheter can lead to inserting the catheter too far, potentially leading to mucosal injury. When the patient was admitted to the hospital, the mother alerted the hospital nurses to the problem with the markings. The same brand of suction catheter is used in the hospital as in this patient's home. Multiple catheters (size 8 french) stocked at the hospital were pulled and examined and the inaccuracies were found in two lots. One 8 french catheter was found to be connected to the hand piece completely reversed (marking and suction end connected to the hand piece). A 10 french and 5/6 french catheter were also shown to have marking inaccuracies. Additionally, the day before this report was submitted, the father of this patient reported that a piece of plastic came out with the suctioning. This small piece of plastic was photographed by our medical photographer and it appears it may have come from an incomplete hole punch. The specific catheter was not saved. No obvious patient harm. Risk management staff at this hospital alerted the risk management staff of a partner adult hospital on the same campus that does the purchasing for both hospitals. This product is utilized at both facilities. Risk management has also notified all the discharge planners at the hospital, who have in turn sent notices to the area homecare agencies. Additionally, risk management has been working with the physician outpatient practice group and outpatient ent nurse at the hospital. The ent nurse has notified the families of all patients who are at home with a tracheostomy. One of the ent outpatient physicians also notified an ent physician group at another hospital in the state. Manufacturer response (as per reporter) for air life tri-flo suction catheters, cardinal healththey are checking with manufacturing. Replaced 24 boxes.